Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient returned to the surgeon's office where it was discovered that two expedium uni-planar screws had broken post operatively. No fall or trauma was reported. The devices were explanted and retained by the hospital at this time. The following mfg. Medwatch reports are being filed for the two broken screws: 1526439-2014-12205; 1526439-2014-12206.